Event description:
Through implant patient registry it was learned that a 27mm 8300ab valve was explanted after an implant duration of 3 years, 17 days due to unknown reason. The explanted valve was replaced with a 29mm 3300tfx valve. The patient was in recovery post procedure.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 27mm 8300ab valve was explanted after an implant duration of 3 years, 17 days due to prophylactic purpose. The patient presented with shortness of breath. The explanted valve was replaced with a 29mm 3300tfx valve. The patient was in recovery post procedure. Per the information received the reason for the intervention was the repair of an aorta to right atrial fistula.